Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery and battery out limit. Customer's blood glucose was 7.3 mmol/l. The customer was able to clear the alarms. Troubleshooting was performed and issue was resolved by changing both the reservoir and the infusion set. Customer was advised there might have been an occlusion on the p-cap. Customer was advised the reservoir needed to be replaced. Customer agreed to return it for analysis.